Event description:
It was reported that battery depleting faster than before. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up with technical support, was out of warranty and in process of pump renewal, and no additional information was received regarding the outcome of the event.